Manufacturer narrative:
Product analysis: device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conclusion: the valve remains implanted and the patient is doing well. There is no evidence to suggest that the cause of the paravalvular leak was related to a failure of the device to meet specification. The information received reasonably suggests that the patient¿s anatomy was the cause of the paravalvular leak and that the device did not cause or contributed to the reported event. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Event description:
Medtronic received information that 9 months post implant of this aortic root bioprosthetic valve, the patient presented with heart failure symptoms in nyha class iii. Transthoracic echocardiogram (tte) and transesophageal echocardiogram (tee) revealed normal appearance and fully preserved mobility of the prosthesis leaflets. A severe paraprosthetic aortic regurgitation was found occupying roughly a third of the prosthesis' circumference on the side of the non-coronary and right-coronary sinuses. The decision was made to perform a vascular plug to stop the paravalvular leak (pvl). Residual leak was still present. Due to risk of prosthesis compression the decision was made to stop and re-evaluate the patient at a later date allowing some time for the plug endothelialization and possible plug-induced clot formation to take place. Four months later the patient was re-admitted to the hospital still in nyha class ii with moderate pvl. Subsequently, another vascular plug was placed with success nearly giving total occlusion of the leak. The original implant of the aortic bioprosthetic valve was cut down to be a modified sub-coronary implant. The physician stated in his article "we therefore suspect the originally challenging anatomical settings to be the main reason for pvl development." The valve remains implanted and the patient is reported as doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.